Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed to be because of the lens glue peeling off due to stress. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: switch box has discoloration; air/water cylinder has no color; suction cylinder has no color; right/left knob has discoloration; upwards/downwards knob has discoloration; control unit is shaved; scope cover has a crack; air/water cylinder has a foreign objects; switch flexible printed circuit has corrosion due to water leakage; scope connector is deformed; third party repair has been performed; electric connector has corrosion due to water leakage; coupled charging device flexible printed circuit had corrosion due to water leakage; electronic export identification flexible printed circuit has corrosion due to water leakage; connecting tube has a buckling; distal end is shaved; distal end has residual liquid; due to annual inspection, parts must be replaced; inside of light guide lens has stain; and universal cord has a scratch. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenvideoscope had air/water cylinder and distal end with foreign material and stain inside the light guide lens. The issue occurred during an unknown event. There were no reports of patient involvement.